Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that while wearing the pod between 36 and 48 hours, the patient found cannula had not deployed as intended. The pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.